Event description:
Patient called again ((B)(6) 2023) as follow up for the initial complaint. This is in refence to complaint reference number (B)(4). Concerning a broken implant inside her arm that caused her to have two (2) more surgeries. Implant has been in the patient since (B)(6) 2022. Patient status/ outcome: plate noted to be broken with removal of broken plate and 16 screws(no allegation) on (B)(6) 2022. At this time new hardware was inserted and an antibiotic spacer placed. Patient underwent spacer removal and bone grafting from knee to arm on (B)(6) 2023. There is no allegation against the 16 screws.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for an unk -plate: 3.5 mm lcp part numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a patient. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient called to submit complaint that an implant had broken in her arm in the center of the implant. Patient had surgery with surgeon on (B)(6) 2022 and it went well. On (B)(6) 2022, while playing with her cat the implant broke while in the patient. This report is for one (1) unk - plates: trauma, this is report 1 of 1 for complaint (B)(4).